Event description:
It was reported that there were concerns that this pacemaker exhibited intermittent loss of capture (loc) on the right atrial (ra) channel. The ra lead is a non-boston scientific product. Technical services (ts) reviewed the reports and confirmed that there was intermittent loc. Additionally, there appears to be some noisy signals on the atrial channel, as well. The health care professional (hcp) stated they were aware of the noisy signals and stated that they would monitor both issues moving forward. The device remains in use. No adverse patient effects were reported.